Manufacturer narrative:
No device problem found. Device passed the displacement accuracy test, self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl and 50 mg/dl at the time of the incident. Current blood glucose was 40 mg/dl the customer was assisted with troubleshooting and declined for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low bg event. The customer was not treated. Customer will not returned device for analysis.